Manufacturer narrative:
(B)(4). The reported field events of oversensing and loss of pacing were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported loss of pacing and oversensing could not be determined.

Event description:
New information received indicates that oversensing was also observed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the device change-out procedure for upgrade, the a-line EKG was flat and the cautery had to be stopped so that a temp pacing wire could be inserted for support. The procedure was completed without further complications. The patient was in stable condition post-procedure.